Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please disregard the selection for d9 as this was marked in error and cannot be removed. D9 should be yes on the initial as the reported issue was discovered by olympus in service staff. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not conclusively specify the root cause of the suggested event. It was presumed that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. In service training was conducted and the customer was informed of proper reprocessing methods. The event can be prevented by following the reprocessing manual for cyf-vh, as it describes the reprocessing procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope was being incorrectly reprocessed. Olympus observed that the staff was not properly precleaning or manually cleaning the scope according to the olympus instructions for use (IFU) on an onsite visit. The issue occurred during reprocessing. There was no patient involvement.